Manufacturer narrative:
The returned meter was tested in comparison to a retention meter and masterlot strips. Human blood samples from warfarin donors were used. Donor 1: inr: 2.6 inr. Donor 2: inr: 2.8 inr. Donor 1 hct: 42%. Donor 2 hct: 60%. Testing results: donor 1: retention meter with masterlot strips: 2.6 inr. Customer meter with masterlot strips: 2.6 inr. Donor 2: retention meter with masterlot strips: 2.8 inr. Customer meter with masterlot strips: 2.9 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy. The results alleged by the customer were not found in the meter memory.

Manufacturer narrative:
Further investigation was not possible as no customer material was returned.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results from coaguchek xs serial number (B)(4) compared to the laboratory using dade innovin reagent. The customer would go to the laboratory to have her blood drawn, then would immediately test with her meter. The estimated time between measurements was less than 45 minutes. Of the data, only the results from (B)(6) 2017 were discrepant. There was no allegation of an adverse event. The customer performed qc on the meter and the results were acceptable. The suspect meter was requested to be returned for investigation. The customer no longer has the test strips, so they cannot be returned. Relevant retention test strips (lot 207430-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material complies with specification.